Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. Boston scientific technical services (ts) reviewed and explained this appears physiologic in nature, likely an encapsulation of the tip. Additional information received indicating that the device has reached elective replacement indicator (eri) and upon device changeout, the physician opted to surgically abandoned this lead and introduce a new atrial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.